Event description:
During a procedure, the physician used the subject device in close proximity of a grasping forceps. When the physician touched the forceps with the subject, the sawing sound generated and the probe damage error displayed after one minutes. The physician withdrew the device and examined the device. It was confirmed that the ptfe pad almost ripped off. The physician replaced the subject device with a similar device. The procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.